Event description:
It was reported that after several inflations in an upper arm fistula, the pta balloon lost pressure during the final inflation and a leak was noted on the catheter shaft, proximal to the balloon. The balloon was retracted through the introducer sheath without incident. No additional treatment was performed. There was no report of patient injury.

Manufacturer narrative:
A further clinical review was performed and identified this event to be MDR reportable pursuant to 21 cfr part 803. The lot number has been provided and the lot device history records have been reviewed . This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date. The device was returned. The investigation is confirmed for a shaft burts as well as a leak in the catheter shaft. The definitive root cause could not be determined based upon the available info. It is unk if patient and/or procedural issues contributed to the reported event. The info provided by bard represents all of the known info at this time. Despite good faith efforts to obtain additional info, the complaint/ reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.